Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap inguinal hernia repair. According to the reporter: while sewing with the endostitch, the black lever used to unload the needle fell off the device. The surgeon had to open a 2nd unit to complete the case. There was no pt injury or hazard. No device fragment was left in pt.